Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab blood in the helium pathway is confirmed. A break in the central lumen was noted near the proximal end of the iab catheter, which can cause blood to enter the helium pathway. The root cause of the broken central lumen is undetermined. A potential cause is user handling during catheter insertion. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted in the right axillary, and the physician noted blood in the balloon and tubing. As a result, the iab was removed and replaced. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was inserted in the right axillary, and the physician noted blood in the balloon and tubing. As a result, the iab was removed and replaced. There was no report of patient complications, serious injury or death.